Manufacturer narrative:
Not enough info to fully investigate. No furhter action possible.

Event description:
The waveforms could not be seen during the atrial and ventricular threshold test due to ECG noise. During the sensing test in auto folow-up (af), it was stopped due to much noise. The device had to be reinquired to get it back into af. The ventricular sensing test was also tried outside of af and again for too much noise. The pt had underlying rhythm of approx 42 bpm and the manual sensing test had to be done. The wand was not moved.